Event description:
Patient has been in and out of atrial flutter or atrial fibrillation (af) for a while now. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).